Event description:
It was reported that during aveir leadless pacemaker (lp) implant procedure, conductive telemetry was unable to be established. Measures were taken to remove interference from the procedure room, but communication remained unsuccessful. The device was implanted in the patient. The patient was stable.